Event description:
During a procedure, two of the three points of the screwdriver broke. The surgeon had intended to remove a plate and screws, but he had to stop the operation because he did not have a replacement screwdriver available. Surgery could not be completed as planed and had to be rescheduled.

Manufacturer narrative:
The product was not returned for eval. A review of the manufacturing record found no anomalies during the manufacturing period of the product. A review of the complaint system showed that this incident is the seventh reported incident for a peg breakage of hallu-fix screwdrivers (for the past two years). The complaint rate for this kind of incident during the stated time period is 1.37 percent. The root cause could not be determined at this time. The design of the screwdriver pegs was modified on march 29th 2005 to improve their resistance. The involved product is the first new version of the product which has had a breakage of one of its pegs. When the screws are implanted for a long time, the bone growth around the screws may make removal difficult. In similar incidents, the increase of the mechanical stress on the pegs of the screwdriver was found to be a root cause of this type of malfunction. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.